Event description:
We received a 3500 from the FDA that originated from the facility. The report states that during an arthroscopic knee procedure, a portion of the distal tip of a vapr hook electrode broke off into the patient. The surgeon made attempts to retrieve the fragment. However, after approximately 1 hour, the surgeon was unsuccessful and the fragment was left in the body. The repair was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and is evaluated, those conclusions will be the subject of a follow-up report.